Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 and ¿during the release of the endo-bag, a piece of black sheath falls into the abdomen¿. After further assessment it was found, "the black piece was removed from the body and throen away¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.